Event description:
A surgeon reports being unable to unfold an intraocular lens during cataract surgery. The lens was removed without widening the wound. While checking the lens in the lab, it broke in half.